Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) confirmed that this has been a gradual rise. Ts recommended lead replacement as well as troubleshooting options. No adverse patient effects were reported. This lead remains in service.